Manufacturer narrative:
The actual device was not available; however, a drawing of the sample and ten retained samples were evaluated. Visual inspection with the naked eye of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The samples were leak tested under water. No abnormalities were identified from the retention samples that could have contributed to the reported condition. A short-simulated therapy including priming and treatment simulation was successfully performed. Visual inspection of the drawing confirmed that the component involved was rotating luer locking collar and locking luer spike from the venous patient line. The reported condition was not verified. The cause of the condition was not determined. The most likely root cause could be attributable to molding process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed between the venous patient connector and the fistular during priming of a gambro cartridge ext dialyzer line. The connections were checked and treatment was started. Shortly after starting the treatment, a "very small" amount of blood loss was observed from between the venous patient connector and the fistular. The treatment was discontinued and the extracorporeal blood was returned to the patient. No additional information is available.